Manufacturer narrative:
The reported event, o-ring is missing, was duplicated. The technician confirmed that the rubber seal was missing from the housing. Based on a review of risk documents, the o-ring (rubber seal) can be damaged and thus fall out of the housing due to damage from fatigue or exposure to cleaning solvents. Device is placed in parts retention.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the o-ring is missing from the lid of the aseptic battery housing which has potential for housing to open and expose non sterile battery to the surgical site. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.